Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0kqw6, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient¿s pain was slowly returning and there was a loss of therapeutic effect. The device was implanted to treat nerve pain and therapy was not working as expected. The pain returned the night of (B)(6) 2014 and was progressively getting worse. The patient felt a ¿couple of shocks¿ that night and used the word ¿shocks¿ to describe her pain. The patient¿s healthcare professional told her that maybe she just needed to change programs and she was advised to contact a manufacturer representative. Two months later, it was reported that the implantable neurostimulator (ins) was turning on the side and had not been secure since implant. The patient¿s doctor said that the ins was put into a pocket that was not made too tight because they didn¿t know how the body would react to it. The pocket had stretched and that was why the device was moving. On (B)(6) 2014, the patient saw her doctor and was given a shot to help with the pain in the buttock. Ever since the shot, the patient had been getting pain in the back. Two days later the patient started getting sharp pains in her back. Three days after that, the patient was feeling little shocks in her back. The doctor told the patient to turn the ins off for 24 hours and then turn it back on. The patient was on program 1 at 0.0 and was able to turn off the ins. The patient was going back to surgery in a couple of weeks because of the ins movement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.